Event description:
It was reported that the subject device exhibited a faulty image, the issue occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed, due to a crack on the light guide lens, illumination was uneven. In addition, the following reportable malfunctions were identified during the device evaluation: air water-cylinder has foreign objects, air water tube has foreign objects, plastic distal end cover has foreign objects, light guide lens has a burn, adhesive on bending section has foreign objects, and connecting tube has foreign objects. Based on the results of the investigation, the faulty image was due to an uneven illumination and the foreign material findings did not have a definitive root cause. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.